Manufacturer narrative:
The event occurred in another country.

Event description:
Reporter stated that pt's blood glucose was measured, on the aviva system, with back-to-back results of 17.8 mmol/l. Reporter noted that pt did not modify therapy based on these values. No adverse event associated with the alleged malfunction was reported. The suspect product was not returned to the manufacturer for eval.